Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results found that one sc60a device was returned with no visual non-conformances and with a cartridge reload present. Cartridge (b) ecr60b, was received unfired and in good visual condition. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with the returned cartridge reload (b). The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic bullectomy, the cartridge could not be loaded into the device at the 2nd firing. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient.